Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 80 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The caller advised that they would load a new cartridge and call back if the further assistance is needed.